Event description:
Pt reported a total knee surgery in 2007. She has been experiencing pain and swelling. Doctor noticed that the plastic tibial bearing insert had lifted up off of the tibial baseplate. Dr removed the tibial bearing insert and replaced it. The metal on the back of the insert that locks into the baseplate was twisted, and mangled (locking wire). Tibial bearing baseplate appeared normal. After that surgery same type of pain and swelling (lateral) occurred. Pt returned to surgeon and complained of problems and was advised to give it more time. Pt has an appointment, and will get a bone scan to see what is going on. Pt will call and update with additional info after that appointment.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.